Event description:
It was reported that the tps universal driver ran on its own without user activation during testing. There was no pt involvement and no adverse event was associated with the device.

Manufacturer narrative:
The device is available for eval, but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is complete.